Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, spacer ejected/migrated at l5-s1. Spacer progressively dislodged posteriorly beginning less than 1 month from the initial surgery. Radiographically identified 4-5mm of posterior movement compared with immediate pos t-operative films on (B)(6). As a result, patient underwent revision anterior surgery. Dislodged cage was successfully removed from the anterior approach and the l5-s1 level was re-implanted with a an interbody spacer and plate. Patient is currently stabilized and recovering well following revision surgery.

Manufacturer narrative:
Product analysis- visual and microscopic examination were performed on the returned spacer. The spacer was returned not broken. A visual analysis reveals heavy damage to the nose of the implant but this may have occurred during the removal process. At this time there does not appear to be a failure of the spacer. If information is provided in the future, a supplemental report will be issued.